Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The allegation against the cardiac resynchronization therapy defibrillator (crt-d) device was not confirmed as normal battery depletion was noted based on device diagnostics. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the cardiac resynchronization therapy pacemaker (crt-p) device had a slight decrease in longevity. Additional information indicated that the issue was noted when right ventricular (rv) output was increased and a device evaluation will be done. Furthermore, the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.